Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the communicator power cord melted and was not working. A boston scientific company representative advised the patient to remove the power cord from the electrical outlet and communicator. The company representative advised the patient that the power cord will be replaced. The patient was also not enrolled in the remote system. The communicator model and serial was not yet available. The product was out of service. No adverse patient effects were reported.